Event description:
Reportedly, obturator fit difficulties were experienced. "Small white plastic ring came out on the obturator" when removing the trach tube".

Event description:
Reportedly, obturator fit difficulties were experienced. "Small white plastic ring came out on the oburator" when removing the trach tube".